Event description:
It was reported that a patient, female, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 300 ml of fluid was removed. The physician experienced difficulty in manipulating the lasso catheter that was in the left ventricle (lv). The physician did not notice any abnormal signals. The patient received 35 ablations prior to the event. The rf generator was set to power-control mode. Settings during the event include: power settings 30w, temperature cut-off 45c and irrigation flow setting 30ml/min. The agilis sheath was used with the smart touch catheter. The patient did receive anticoagulation in the procedure however, it is unknown what range the act was maintained. The patient did require one additional day of hospitalization. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event was procedure related. Per 21 cfr, part 803, this complaint is reportable. There was reported off-label use reported in this event description which stated that the physician experienced difficulty in manipulating the lasso catheter that was in the left ventricle (lv). The IFU states that the lasso navigational duo loop eco catheter is contraindicated for use in the ventricles.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedure. Manufacturer's ref. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, female, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 300 ml of fluid was removed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, an irrigation test was performed and the catheter failed, further investigation revealed that irrigation tubing was found bent at the client tip transition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed irrigation test, however the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/12/2014. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
In the original 3500a report submitted to the FDA on june 18, 2014, the reported information stated that the patient required one additional day of hospitalization. However, on september 25, 2014, a maude event report (mw5036515) was received stating that the hospitalization stay was prolonged by eight days. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product has not been returned. The product investigation is pending. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #:(B)(4). 2. Stockert 70 system: model #: m-5463-01, serial #: (B)(4). 3. Cool flow pump: model #: m-5491-02, serial #: (B)(4). 4.soundstar catheter: model #: m-5723-05, lot #: unknown. 5. Lasso navigational duo loop eco catheter: model #:d-1354-04-s, lot #:16089506l. (B)(4).